Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed that the patient's pacemaker had a far r oversensing resulting in inappropriate automated mode switch (ams) episodes. Programming changes were recommended. No patient symptoms or intervention was reported.